Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery. After crossing with a command es guide wire, a 4x200mm armada 14 balloon was advanced to the lesion to pre-dilate. When inflated at nominal pressure, the balloon didn't open up completely and then a leakage at the hub was noted. The device was removed. Another 4x120mm armada 14 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery. After crossing with a command es guide wire, a 4x200mm armada 14 balloon was advanced to the lesion to pre-dilate. When inflated at nominal pressure, the balloon didn't open up completely and then a leakage at the hub was noted. The device was removed. Another 4x120mm armada 14 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and inflation problem were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, it is possible that interaction with the guide wire and/or inadvertent mishandling resulted in compromising the inner member; thus resulting in the reported leak and inflation problem; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. The noted shaft kink likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.